Event description:
Customer reported a malfunction with their pump, displaying malf 24, with no significant events preceding the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.